Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had indicated that since implant they had not been getting the benefit they were expecting. The device was turning itself off and the stimulation was turning off. The patient had multiple procedures done and had to turn their stimulation off for those procedures. When they interrogated the device no power on reset (por) message was seen. The initial session details showed that the last interrogate date was (B)(6) 2014 which correlated with the patient¿s last office visit interrogate. The total percent used was 36 percent and the total hours used was 106778. Program 2 was used 96 percent of the time and program 4 was used 4 percent of the time. The device was changed to program 2 on (B)(6) 2014 and the therapy impedance showed 1111 ohms with less than 15 microamps. The battery capacity was 85 to 100 percent and the longevity was 72 to 85 months. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va0f1za, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported by the physician that there was a 50% or greater reduction in symptoms but that the patient stated the device was turning off. The device was reprogrammed and the patient was advised to leave it on and not change the program. It was also noted that the patient had pain at the site of the implantable neurostimulator, which was the main problem. The patient was advised to return for evaluation if the problem persisted. It was noted the patient recovered without permanent impairment. It was also reported that the patient had other major health issues and was seeing a gi doctor.